Manufacturer narrative:
The rt105 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt105 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The breathing circuit was pressure tested and subsequently submerged in a water bath to test for leaks. Results: the pressure test revealed that the returned rt105 breathing circuit was leaking and not performing within specification. The water bath test identified the source of the leak to be the connection between the lid and bowl of the expiratory and inspiratory watertraps a lot check revealed no other similar complaints for lot number 130318. Conclusion: the breathing circuit water trap consists of a bowl and lid, which can be separated to allow the caregiver to empty the water trap. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests that any leak must have developed after the breathing circuit was released for distribution, during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. Our user instructions that accompany the rt105 adult breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms." Hospital staff correctly checked the breathing circuit before patient use, which is in line with our user instructions.

Event description:
A hospital in (B)(6) reported via a distributor that the rt105 adult breathing circuit failed the servo-I ventilator leak test. This was found prior to patient use.